Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped turning on after the customer jumped into water with it on. The customer's blood glucose was 207 mg/dl. It was stated that there was water under the screen, and the insulin pump display went blank immediately after the exposure to water. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.